Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), right ventricular (rv) pacing impedance measurements of greater than 3000 ohms were noted. Mineral oil was used, which resolved the issue, and rv impedance measurements were then 512 ohms. No adverse patient effects were reported. The device remains in service.